Event description:
It was reported the patient was unable to adjust her stimulation. The programmer was working as intended, although it was noted that the patient had reached the upper limit of stimulation. The patient additionally reported the day before, she felt no stimulation. The manufacturer's loaner/repair representative noted the unit did go through the self test ok. The manufacturer's patient service representative reviewed that the internal ipg may have been depleted and should be assessed by the hcp. The patient felt the internal battery should last longer and requested a "loaner" be sent to her. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.